Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2221701 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) deployed in hub of the sheath. Hemostasis was achieved with manual pressure. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral arteries suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or the patients hospitalization extended as a result of the event and the patient recovered. The user is trained to the mynx device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) deployed in hub of the sheath. Hemostasis was achieved with manual pressure. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or the patient's hospitalization extended as a result of the event and the patient recovered. The user is trained to the mynx device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube remained in the manufacturing position. The sealant sleeve was displaced proximally, exposing the outer cartridge tubing distal end portion. A procedure sheath was returned separate from the device, and a small portion of the sealant was stuck at the procedure sheath valve as received. The sealant appeared to have been exposed to blood as received. The syringe was not returned. Per functional analysis, the sealant was removed from the procedure sheath, and the sealant sleeve was replaced to the manufacturing position. An insertion/withdrawal test was performed using the returned procedure sheath. The device was able to be inserted/advanced through the procedure sheath without issue. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood and stuck at the returned procedure sheath¿s valve. The condition of the returned device indicated that the sealant may have been exposed to moisture prematurely, and during the insertion step, and the swelled sealant stuck to the inner part of the procedure sheath, obstructed the device path and contributed to the event reported. A product history record (phr) review of lot f2221701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The ¿reported ¿sealant misdeployment ¿ unable¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, adhering to the device components, increasing the profile and obstructing the device path during the procedure, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.